Event description:
It was reported that strut break occurred. When a 32 x 2.75 promus premier select drug-eluting stent was being removed from the cover, the stent strut broke. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. A visual, tactile, microscopic examination and dimensional testing was performed on the returned device. No visual damages were noted on the hypotube. The device was received in two sections as a result of the break in the distal extrusion 35.7 cm from the tip. The extrusion exhibited signs of having been stretched. A visual and microscopic examination of the balloon identified no damages. The stent appeared fully crimped onto the balloon. A microscopic examination of the distal extrusion identified stretching along both sections of the extrusion break. A detailed microscopic examination of the crimped stent identified no damages. The stent was fully crimped onto the balloon with no raised stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. A microscopic examination of the tip identified no damages. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. Device analysis confirmed that no damage was present along the entire crimped stent but did confirm that a break had occurred in the distal extrusion.

Event description:
It was reported that strut break occurred. When a 32 x 2.75 promus premier select drug-eluting stent was being removed from the cover, the stent strut broke. The procedure was completed with another of same device. No patient complications were reported.